Event description:
It was reported that the customer received a power source alert. Customer¿s blood glucose value was 107 mg/dl. The customer will continue to use the current pump for insulin therapy; however, a replacement was sent to the customer to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.